Event description:
Follow up revealed that the issue was resolved post operatively.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6).

Event description:
It was reported that the patient's ipg was no longer able to connect with the patient controller following an unrelated surgery on (B)(6). Troubleshooting was unable to resolve the issue. The ipg was deemed inoperable. As a result the patient underwent surgical intervention on (B)(6) wherein the ipg was replaced with a new model.